Event description:
In vivo analysis was performed on (B)(6), 2022 by the oticon medical representative. No impedance measurements could be made due to the lack of communication with the internal part. Similarly, electrode integrity testing and peae testing could not be performed due to the lack of communication with the cochlear implant. On (B)(6) 2022 : the connection between the sound processor and the implant has been restored. The oticon medical representative reported that the impedance measurements were conform to specifications. The problem seemed to have been solved. The implant was received on (B)(6), 2023. The explantation date was not communicated and was estimated on (B)(6) 2023. The reasons for the explantation were not provided by the customer.

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #(B)(4).

Event description:
In vivo analysis was performed on november 9th, 2022 by the oticon medical representative. No impedance measurements could be made due to the lack of communication with the internal part. Similarly, electrode integrity testing and peae testing could not be performed due to the lack of communication with the cochlear implant. On (B)(6) 2022 : the connection between the sound processor and the implant has been restored. The oticon medical representative reported that the impedance measurements were conform to specifications. The problem seemed to have been solved. The implant was received on (B)(6) 2023. The explantation date was not communicated and was estimated on (B)(6) 2023. The reasons for the explantation were not provided by the customer.

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. Follow-up report will be submitted once the investigation is complete. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).